Manufacturer narrative:
Product analysis: one 6f launcher guide catheter was received for analysis. A non-mdt mating device was attached to the hub of the catheter and a non-mdt introducer sheath was attached to the shaft. No damage was noted to the returned introducer sheath however during analysis the introducer was cut open to facilitate the removal of the guide catheter. No damage was noted to the returned mating device. During analysis, a detachment of the shaft occurred approx. 55cm from the distal tip. The ends of the detached portions of the catheter appeared slightly jagged. A severely torsionally kinked section was noted towards the proximal end of the shaft, approx. 36-38cm from the strain relief, followed by a flattened section on the catheter. Exposed wire was evident. No damage was noted to the distal end of the catheter. The od of the catheter measured 0.082¿ meeting specification of 0.082 +/- 0.001¿. The ID of catheter measured 0.071¿ meeting specification of 0.071¿+/- 0.001¿. If information is provided in the future, a supplemental report will be issued.

Event description:
A launcher 6f guide catheter was used to treat a mildly tortuous lesion with 99% stenosis in the mid rca. There was no damage noted to the device packaging. The device was removed from the packaging and prepped as per IFU. The device was inspected prior to use. Resistance was not encountered when advancing the device and excessive force was not used during delivery. The device was not excessively torqued. It was reported that the distal end of the guide catheter kinked while the device was in the iliac, just past the sheath. The patient is alive with no injury.